Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) was deployed without issue. During patient use, the platform displayed a ua 17 (max motor on time exceeded) error message. It was noted that the patient weighs approximately (B)(6). The reporter was unable to specify if the platform performed compression prior to the observed ua 17 error message. The crew performed troubleshooting by realigning the patient into the platform multiple times; however, this did not resolve the issue. Manual CPR was immediately performed for an unspecified amount of time. No known impact or patient consequence was reported. The lifeband was not twisted and was able to retract. No issue reported on the lifeband.

Manufacturer narrative:
The report of a ua 17 (max motor on time exceeded) error messages was not reproduced during functional testing of the autopulse platform (sn (B)(4); however, was confirmed through archive data review. Review of the archive data revealed that on (B)(6) 2018 and not on the customer reported event date of (B)(6) 2018 , the platform inserted with an adequately charged autopulse li-ion battery was used on a medium to large sized patient with a stiff chest performing 9 compressions and then displaying a ua 17 error message, thus confirming the reported event. The ua 17 error message was displayed as the driveshaft met resistance due to the stiffness of the patient's chest. Visual inspection of the platform revealed physical damages upon receipt characteristic of mishandling. These observations are unrelated to the reported event. The platform was functionally tested using a good known autopulse li-ion battery with a large resuscitation test fixture with no ua 17 error message or any other issue observed. A lifeband clip detect switch inspection was performed and verified that the switch is within specification. After replacement of the physically damaged parts, the device was further tested and operated as expected without issue. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The user advisory 17 is an indication that the platform did not reach its target depths within specification. Based on the analysis of the archive data retrieved from the platform, the issue is likely attributed to the stiffness of the patient's chest, a twisted lifeband, and/or the length of time the platform was used performing continuous compression. During a ua 17 error message, the platform is trying to achieve the 20% compression but did not have enough power to achieve this compression rate within 0.38 seconds. The lifeband was not returned for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).